Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer will not power on; power supply found out of electrical specification. Analysis also found the latch tabs on power cord bay door are broken. Hinge plate screws are missing, stylus retainer is broken, and lower case and upper hinge plate are scuffed up. Concomitant product: 229047 analyzer (B)(4).

Event description:
It was reported the programmer will not power on; two different power cords on different outlets were tried. It was also reported the back storage compartment latches, top hinge cover above the company logo, and metal pin that holds stylus cord in place (inside drawer) are broken. The programmer was returned for repair. No patient involvement or complications were reported.